Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The event history log was reviewed. The reported problem was duplicated. The rdc connector of main board and downstream occlusion (dso) seal were damaged. The connector and dso seal were replaced. Contamination/dirt was found at the dso sensor and latch/lock area. The dso sensor was also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not recognize bolus cord. There was unknown patient involvement and unknown patient harm. Device evaluation revealed a damaged downstream occlusion (dso) seal.